Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses.

Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 37-90 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates, glucose tablets and gave a glucagon shot to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg due to the customer administering multiple correction boluses. During a follow-up, the contact acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy.